Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019 when the patient got home from school. It completed the 2 hour warm-up and then showed her glucose level dropping to 40 and 30 mg/dl. Her friend took her to the emergency room due to the apparent low glucose level. The cgm reading there was 45 mg/dl but her bg was over 90 mg/dl. No treatment was provided at the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.